Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the hospital due to a high blood glucose on (B)(6) 2017 at 6:00 pm. The customer reported an insulin flow blocked alarm. The blood glucose value at the time of admission 850 mg/dl. The customer had no symptoms. The customer was treated for the high blood glucose level with manual injections. The customer was wearing the pump at the time of the hospitalization. The customers current blood glucose level was 509 mg/dl. The customer was unable to compete troubleshoot due to being unable to clear the insulin flow blocked alarm. The insulin pump will not be returned for analysis.